Event description:
This case was reported by a consumer and described the occurrence of an exacerbation of their seizure disorder in a pt who used poligrip (super poligrip-unidentified) for loose dentures. The consumer contacted the MFR regarding a product inquiry. A physician or other health care professional has not verified this report. The pt's past medical history included an automobile accident several years ago and pt subsequently experienced approximately three grand mal seizures per month after this accident. Concurrent medical conditions included cigarette smoking and headaches. Concurrent medications included depakote, phenobarbital and dilantin, which were all discontinued since undergoing brain surgery in 08/2004. In 1999 the pt started poligrip (dental), using it as required. In 2001, the pt experienced two grand mal seizures, developed chest pain and was diagnosed with a heart attack and a heart murmur. Pt was hospitalized for two days and pt did not require any surgical intervention. Pt was treated with aspirin. Over the past few years, the pt has experienced an exacerbation of their seizure disorder, having about five grand mal seizures a week along with urinary incontinence. In 08/2004, the pt was hospitalized for one month as they underwent a brain surgery for their seizure disorder in which they removed half of their brain. Intra-operatively, the pt suffered a mild stroke, had five seizures, had a recurrent heart attack, and suffered cardiac arrest, which required defibrillation. Additionally, the pt has experienced unilateral blindness. The pt was treated with topiramate (topamax), levetiracetam (keppra) and electriptan hydrobromide (relpax). The pt dislocated their shoulder during one of the intra-operative seizures. The dislocated shoulder was surgically repaired in 09/2004 and they were hospitalized less than a week. The pt stated that they have not experienced a grand mal seizure since having their brain surgery; however, the consumer reported that they would require further unspecified surgery in the future. Treatment with poligrip was continued. The events of unilateral blindness and heart murmur are unresolved. Based on the date of product use (2001), humacao, puerto rico was the manufacturing site for this product. This is no longer an active glaxosmithkline manufacturing site. Neither the lot number nor product are available for testing. No corrective actions have been required based on this report.